Event description:
Event description guidant received information that this right ventricular lead dislodged. The lead was explanted and not re-used because tissue was present within the helix mechanism.